Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed and s lightly over captured, visual analysis showed the handle is not intact. The device was returned with the end cap/screw gear snap fit connected. There is slight damage noticed on the threading of the screw gear. Several voids are observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. On attempted retraction of the capsule via the rotation of the deployment knob, the end cap of the device separated. At this point the deployment knobs were separated by the analysis technician. One of the tabs are observed to be detached from the male deployment knob component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that, in the deployment attempt, the valve dislodged. Procedural images provided confirm that the valve did dislodge during deployment and was recaptured. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. The device instructions for use (IFU) instructs ¿if the bioprosthesis is recaptured a third time, it must be removed from the patient.¿. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. During recapture the deployment knob (actuator) separated. The dcs was returned to medtronic for analysis. The capsule was observed to be curved and was over-captured on the nosecone. The curve in the capsule was most likely caused by the over-capture. The IFU instructs, cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. Damage was observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Historically, the high forces occur due to a misloaded valve. It was reported that the valve was loaded correctly but this cannot be independently confirmed as no fluoroscopic load check was received for review. Voids were observed on the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. During retraction of the capsule during analysis, the end cap separated. End cap separation refers to an event where the end cap/screw gear snap fit fails and the capsule cannot retract. The failure occurs when the system forces exceed the tensile strength of the joint. End cap separation was not reported as part of the event. Deployment knobs were separated by the analysis technician and one of the tab on the deployment know was observed to be detached. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. This is consistent with the returned device analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, correctly loaded on this delivery catheter system (dcs) and confirmed under fluoro. During the deployment of the valve, the valve popped up prior to being fully deployed. The valve was recaptured, and no unusual tension was noted. During recapture, the deployment handle broke in half when the capsule was closed to around two thirds. The dcs handle was fixed and the valve was fully recaptured, and the system was removed without any adverse effects. A new dcs was used to implant a new valve in the usual fashion, with good results. No adverse patient effects were reported.